Event description:
This lead was implanted on (B)(6) 1999 and remains implanted up to this date. A call to technical services placed on 4/24/201 3 stated that they have received fax reports showing rv oversensing in refractory reports starting about 8 months ago. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).